Event description:
The pt reported a critical alarm was sounding along with a return of symptoms. Upon interrogation, the pump showed a motor stall. The pt did not have an MRI and was not involved in any activities with magnetic fields recently. The event logs did not show a motor stall recovery. The pt was being managed with oral medications. The hcp indicated the pt had a return of symptoms and increased pain, the company representative had evaluated the pt at follow-up; the pump was explanted and replaced. The drug used in the pump was morphine (10 mg/ml). The pt has recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed.